Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure 3 months after implant placement surgery. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported no significant findings observed during the implant removal surgery. The patient has since recovered.

Event description:
The doctor reported the implant was removed due to loss of osseointegration 3 years and 3 months after implant placement surgery. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported no significant findings observed during the implant removal surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.

Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration 3 years and 3 months after implant placement surgery. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported no significant findings observed during the implant removal surgery. The patient has since recovered.